Event description:
The initial reporter stated that the pump was under infusing. They stated that the pump was programmed at a rate of 510 ml and a dose of 380 ml, and that they would have between 57 and 100 ml left in the bag at the end of the feeding. Mmd did follow up with the initial reporter who stated that the patient had not experienced any adverse effects due to the complaint and that they had no additional information to provide. [Complaint: (B)(4)].

Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and a non-conformance was documented, however, it did not effect this serial number. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.